Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg, lead and clik anchor revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing worsening pain when the scs was turned on. Pain at the ipg site was also reported. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50 serial #:(B)(4), description: coveredge 32, 50cm 4x8 surgical lead, model #: sc-4316, lot #: 20575853, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing worsening pain when the scs was turned on. Pain at the ipg site was also reported. The patient will undergo an explant procedure.